Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The x-ray tube was replaced. The system operates as intended.

Event description:
The customer reported that the 7700 system would not boot up. No patient injury was reported.